Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The positive end expiratory pressure valve and safety valve were replaced. The unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.